Event description:
It was reported by service report that the cot was leaking hydraulic fluid from the hydraulic fill plug in the reservoir assembly. No pt involvement or adverse consequences are reported.